Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: staff was unaware the mesh was needed, they thought it was regular dermabond. Untrained staff utilized the product. In-service has been performed. The lot number is no longer available. The patient had a sternal infection. It is unknown how the infection was treated and the current condition of the patient is unknown.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure, the topical skin adhesive was used improperly using just the solution without the mesh. The case was completed normally. The patient experienced a sternal infection. It is unknown how the infection was treated and the current condition of the patient is unknown. No additional information was provided.